Event description:
It was reported the device is intermittent. Followup indicates there was pacemaker failure, vertical spikes, but no capture. The external pacemaker was swapped out and everything worked ok. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).